Event description:
It was reported that the pt experienced a shocking sensation when the rehab specialist at the nursing home tried to put an abdominal binder on. There is no metal on the binder, it is just an elastic binder placed around the waist and abdomen. It was recommended that the stimulation system be checked, and that the physician who prescribed the abdominal binder consult with the physician managing the spinal cord stimulation to discuss and proceed with the pt's care.

Manufacturer narrative:
(B)(4)